Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery while using a cutter, a hole was created on posterior wall of the aorta. The surgeon used cross clamp and repaired the hole on the posterior wall. There was no malfunction identified with the device. It is believed that the device was pushed during use, too hard while being placed on the aorta. The patient reported to be doing fine after the procedure.

Manufacturer narrative:
After procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided.